Manufacturer narrative:
Part: 357.418; lot: 8117603; manufacturing site: (B)(4); release to warehouse date: (B)(6) 2013. The device history record shows this lot of 27 pieces was processed through the normal manufacturing and inspection operations. A nonconformance record (ncr) was generated during production. This ncr documented an exceptional release after special review by responsible product development (pd) which has no influence on reported issue. Ncr was generated during production. This ncr documented an exceptional release after special review by responsible pd which has no influence on reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. Reporter is synthes sales representative. Facility name, and address were not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 patient underwent a trochanteric fixation nail (tfn) insertion procedure. During the surgery, the helical blade would not go through the nail. The surgeon attempted to insert the helical blade multiple times. However, the blade would not go through the nail. The surgeon finally decided to change the insertion handle and connecting screw and was able to successfully insert the helical blade. A second helical blade was used as the first helical blade was scratched from trying to insert it. There was a two-hour surgical delay. The surgery was completed successfully with satisfactory patient outcome. Concomitant device reported: tfn nail (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) percutaneous insertion handle f/trochanteric fixation nails. This is report 1 of 3 for (B)(4).